Event description:
It was reported that the tower monitor intermittent powers off.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the power supply. The system operates as intended. (B) (4) 06/18/2009.